Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported post op an adjustable gastric band procedure, the device was leaking. When air was added, the band was deflating. The band was replaced. There were no adverse consequences for the patient.